Event description:
The customer reported that the defibrillator did not recognize the electrodes when attached. A second set of electrodes were attached, of the same lot number, and the defibrillator did not recognize the second set of electrodes. A third set of electrodes were attached and the defibrillator recognized them. The electrodes were then tested on additional defibrillators and the defibrillators did not recognize the electrodes. The electrodes were again connected to a defibrillator by a different user and they were all recognized by the defibrillator. The defibrillator was inspected and no problem was found. The pt was not resuscitated.